Event description:
Essure implanted (B)(6) 2010. For the past 4 months have following symptoms: constant cramping on pelvic right side, constant breast tenderness, fatigue, mental fog, tingling in left arm. Also am starting menopause at age if (B)(6).